Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  The brand name, catalog number, lot number, and unique identifier( UDI) were unknown. The manufacturing location was unknown. PMA/510(k) number was unknown. The device manufacture date is unknown. UDI: part number and lot/serial are unknown. Therefore UDI is unknown.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the burr attachment device was having a difficult time accepting and securing the burr device. The device was returned in-house for investigation. Upon receipt of the device, it was discovered that a cutter device was fractured and stuck inside the attachment device. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was reported that the event occurred in (B)(6) 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.